Event description:
Kimberly-clark received a report stating, "metal shavings throughout the entire pack." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
No lot number was provided so the device history record of the device involved in this incident could not be reviewed. No sample was returned to kimberly-clark for analysis. Certain lots of the drape model referenced in this incident were found to rarely contain a metal shaving, and a recall (z-2836-2011) of all potentially affected lots was performed as a corrective action. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimerly-clark by customer.